Manufacturer narrative:
(B)(4). Concomitant medical products: catalog # 115310, comprehensive reverse shoulder glenosphere std 36mm, lot # 609790, catalog # 113648, comprehensive primary stem 8mm std, lot # 104520, catalog # 118001, versa-dial/comprehensive ti standard taper, lot # 201410, catalog # 115340, comprehensive reverse humeral ti tray 44mm, lot # 492370, catalog # 115330, comprehensive reverse shoulder baseplate, lot # 550050, catalog # 180501, fixed locking screw, lot # 468580. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Product location unknown.

Event description:
It was reported that a patient underwent a right total reverse shoulder arthroplasty. Subsequently, the patient was revised due to dislocation. During the revision it was noted that the patient had signs of metallosis. No further information is currently available.

Event description:
No further information has been made available at the time of this reporting.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No device was returned for examination. Medical records were reviewed and confirmed device disassociation and dislocation with associated metallosis. Review of the device history records identified no related deviations or anomalies during manufacturing. Root cause remains undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
The patient was revised to address dislocation, disassociation, and subsequent metallosis. No further information is available at the time of this reporting.